Event description:
Patient after 6 weeks follow up presented with non capture. A new solia t 60 was placed, and when connected to this device there was no capture response.

Manufacturer narrative:
Device was explanted on (B)(6) 2020. The pacemaker was returned for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed. The analysis revealed no anomalies, however, fluctuating right ventricular threshold measurements were documented as well as loss of capture detections since implantation in (B)(6) 2019. A re-operation was performed on (B)(6) 2020. Please note that after connecting a new lead the lead polarity is unipolar. The header of the device was analyzed. The set screw could be easily screwed in and out; there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. The spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.